Event description:
Caller reported blood glucose results of 538 mg/dl on mobile system, 216 mg/dl on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information provided for the compact plus.